Event description:
Due to irritation from device, pt developed an intraoral ulcer became infected. Per orthodontist, an emergency room physician prescribed an antibiotic (amoxicillin) for the infection and orthodontist prescribed mary's magic mouthwash. Orthodontist stated that the intraoral ulcer and infection had completely resolved within a couble weeks and that pt has continued with the orthodontic treatment.